Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted, the pt has experienced serious bodily injuries including extreme pain, erosion of her internal bodily tissues, significant mental pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.